Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt tip cover. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover was burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we suspect that the treatment tool was welded to the tip of the scope during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.